Event description:
According to the report: it was reported that within two weeks after a plastic surgery, but the patient had a contact dermatitis. It was noted that the mesh was removed and a topical steroids was used to treat and resolve the issue. It was also noted that a wound complications that led to wound dehiscence.

Manufacturer narrative:
As topical steroids were used to treat and resolve the issue, and there was wound complications that led to wound dehiscence, it can be assumed that medical intervention was needed to prevent injury.